Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. No image issues were evident during the investigation. A comprehensive leakage check was completed, no leaks were evident. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. The distal end adhesive was worn. Previous experience has demonstrated fluid ingress into the pin unit or on the connections may cause interference or image loss, however, the pin unit was dry, and no evidence of fluid staining or moisture was present.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a diagnostic endobronchial ultrasound bronchoscopy (ebus) (biopsy with needle/needing samples from the lungs), the image was lost, and an error code was showing when the evis lucera ultrasonic bronchofibervideoscope was inside the patient. There was no surgical delay, however, the procedure was cancelled and rescheduled for a later date. No patient harm reported. Initially the user thought the stack system, not the scope, was the issue. However, an engineer has visited and confirmed the stack worked as intended.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was considered possible that the event occurred due to the scope and the stack system not being appropriately connected, or the device malfunctioned temporarily. Olympus will continue to monitor field performance for this device.